Event description:
Pt reported cadd legacy pump (B)(4) due (B)(6) (for IV veletri) would not turn on even with changing batteries. Suing back pu pump, experienced no se/ae from pump malfunction. Courier shipped new pump to pt. Dose or amount: 1, frequency: continuous, route: IV. Dates of use: from (B)(6).